Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issue occurred due to insufficient reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked inside of the pipeline and found the broken brush tip remained between the suction cylinder and the k-branch. In addition, no abnormalities such as crushing and scratches due to brush residue could be confirmed in the pipeline. It could not confirm any abnormality that caused the cleaning brush to break and remain on the scope side, so it was presumed that there was an abnormality in the handling method or the cleaning brush side. It was difficult to identify the cause because the handling and brush condition before this event were unknown.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the pipeline was clogged with brush tip. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed that the reported phenomenon in the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.